Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that during implantation of the tined lead electrode and the pulling out of the introducer, blood had penetrated the insulation of the electrode. The doctor considered the insulation of the lead to be faulty and decided not to use the lead. The defective electrode was removed and a new electrode was implanted. The issue was resolved at the time of report. There were no patient-relevant terms.

Manufacturer narrative:
Analysis findings for lead (B)(4) revealed the distal end insulation was torn under the electrode. Insulation of the distal end was stretched and torn under electrode 3. If information is provided in the future, a supplemental report will be issued.